Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via email that an ar-6480, dw arthroscopy fluid management dev was reported to have the dual wave pump increasing pressure from 30 to 100, no interference with tubes, just randomly increases. This occurred on (B)(6) 2026 during an unknown procedure.